Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that ins had been overdischarged previously, but she does not remember when it occurred. Patient was at the hcp's appointment on (B)(6) 2017 because her stimulator was not working. Patient clarified this by stating that she was unable to charge the ins. Patient had moved and didn't charge the ins for about two months because she couldn't find the recharge equipment. This happened sometime at the end of (B)(6) or beginning of (B)(6) 2017. So the battery needed to be "jump started". Patient stated that this is the "2nd strike". It was reported that patient was going to have the ins replaced, but the surgery was not yet scheduled. It was being replaced because the ins charge level is depleting too quickly since the overdischarge. This was noticed in (B)(6) of 2017, the exact date was not provided. It was reviewed with the patient that the ins battery is damaged every time the ins enters an overdischarged state. No symptoms were reported related to overdischarges. No further complications were reported/anticipated.